Manufacturer narrative:
The synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage, with stent struts lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08jun2021. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50 x 38 synergy ii drug-eluting stent was advanced directly but failed to cross the lesion. The procedure was completed with another of same deice. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.